Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the e-100 generator for not recognizing instruments. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed by fa and the reported issue was unable to be replicated. This unit was installed into the test system, and it worked fine with the vessel sealer instrument installed. Both the vessel sealer and synchroseal instruments were used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal 100 times. The e-100 generator worked fine with no issues.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was not working with the e-100 generator. Prior to calling customer moved the vse instrument to the erbe generator and the instrument worked normally. Caller stated the led on the e-100 generator was white. Tse had caller power cycle the breaker on the back of the e-100 generator but, customer was finished the procedure and not using the vse instrument at the time of the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical territory associate (cta) and obtained the following additional information: the customer was not able to recover use of the e-100 generator during the procedure and was completed with the erbe generator. The procedure was completed robotically.